Manufacturer narrative:
Product event summary: the device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement, analysis of the device memory indicated an alert for excessive charge time eos (end of service).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached end of service (eos) with unexpected battery depletion since recommended replacement time (rrt) was triggered. It was noted the physician was concerned the premature eos was due to a long charge time of the crt-d, which occurred prior to rrt. In addition, it was questioned why the device alert for excessive charge time did not trigger. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis confirmed the low battery voltage and found the system current drain to be nominal. The device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Additional analysis to evaluate the high voltage charging functionality of the device demonstrated that the hybrid and therapy capacitors charged efficiently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.